Event description:
Complainant alleged that while attempting to treat a patient (age & unknown) the device failed to allow discharge with two sets of internal handles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainaint indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.